Event description:
The subject programmer reportedly boots up, but it remains on logo screen. The programmer was returned for analysis.

Event description:
The subject programmer reportedly boots up, but it remains on logo screen. The programmer was returned for analysis.